Event description:
A malfunction alarm with code malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the customer with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reappear.